Manufacturer narrative:
Evaluation codes: results: evaluation of the returned product did not confirmed the reported issue. The unit does not sound continuously when the sensor cable is inserted into the sensor receptacle. The unit is silent when weight is applied to the sensor pad and unit sounds when weight is removed from the sensor pad. However, when the sensor cable is wiggled, unit sounds on and off. Subsequent invasive testing found all of the pins inside the sensor receptacle are bent downward, which caused the unit to alarm if the cable is wiggled. (B)(4).

Event description:
Customer reported the alarm is not functioning properly. While troubleshooting the alarm sounds when batteries are placed in the alarm, yet when the rj11 clip is inserted into the sensor port the connection is loose inside; as a result the alarm sounds continuously. The issue was discovered during set up, but the date of the event is unknown. No patient incident or injury was reported.